Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On (B)(4) 2018, fse instructed customer over the phone to inspect the reagents and make sure they were okay to use, customer noted buffer #3 was bad. Fse instructed customer to replace reagents and perform an instrument start up and a drain flush, which completed successfully. Customer was able to calibrate and run controls without any p00 peaks and retention times were at 0.59 minutes. No further action required by field service. On 23-jan-2018, tss followed up with customer and customer confirmed no forward problems experienced. G8 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the g8, serial number (B)(4), from 19-dec-2016 through aware date (B)(4)2018. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 1, introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. The 1.4 storage and stability: the unopened tskgel g8 variant hsi column should be stored at 4-15°c in a cool location away from direct sunlight. The column is stable until the expiration date printed on the label. Columns are warranted for 2500 injections. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why? On the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode, it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The most probable cause of the high retention time is due to the bad buffer #3.

Event description:
On (B)(6) 2018 a customer reported every other sample is coming off with p00 peaks on the g8 instrument. Customer stated retention time is 0.65, column count: 1761, filter count 39, pump 8.17. The tosoh technical support specialist (tss) informed the customer that the retention time was too high, acceptable range is 0.57 to 0.61 minutes. Tss had the customer adjust the flow factor from 1.03 to 1.07. Customer ran controls and retention times are 0.64 minutes. Had the customer check for leaks, none found. Pump pressure is steady; all reagents are full and match the lines. Tss had the customer adjust the flow factor again to 1.10 and run a control, retention time 0.62 minutes. Had customer run a whole blood sample, retention time 0.63 minutes; the retention times are still not falling in range. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of hba1c patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.